Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date after calls to customer (B)(6)2024 and (B)(6)2024. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Manufacturer narrative:
This supplement MDR 2112667-2024-02522 #2 is being submitted to inform the FDA of ge healthcare's (gehc) decision to stop reporting the following malfunction. We reviewed complaint data for the past two years and found no further occurrences of an adverse event associated with the malfunction. In addition, based on our analysis determined that it would be unlikely for death or serious injury to occur in the future if the issue were to recur. Gehc has therefore concluded that the issue no longer meets FDA MDR malfunction reporting requirements. We will continue to evaluate all product complaints and submit mdrs as required.